Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device is showing an ECG failure. The device was evaluated remotely with help from the philips rse. Based on the results of the analysis, the device is working per manufacturer's specifications after an operational test was performed. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator shows an ECG (electrocardiogram) device failure. There was no reported patient involvement.